Event description:
It was reported that the target lesions were located in the proximal left anterior descending artery (lad) and the proximal circumflex artery with 80% stenosis. The lesions were pre-dilated and a 2.75 x 18 mm xience prime stent was implanted in the proximal lad and a 3.0 x 28 mm xience prime stent was implanted in the proximal cx. Both stents were deployed at 12 atmospheres (atm) for a maximum of 20 seconds and were successfully implanted. During retraction of the stent delivery systems (sds) post stent deployment, resistance was encountered and the sds balloons were sticking to the implanted stents. Both sds were able to be retracted with resistance. The physician felt that due to the force required to retract the 3.0 x 28 mm xience prime sds that there was risk of dissection. However, no dissection occurred. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional xience prime stent referenced is being filed under a separate medwatch report.